Event description:
It is reported that during surgery in 2008, a metal shaving from the implant pierced the glove of the surgeon when he was positioning the cup onto the introducer. Surgery was completed with another device.

Manufacturer narrative:
This report will be amended when our investigation is completed.